Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation, breast mass

Event description:
Patient reported saline deflation and a lump or thickening in or near the breast or in the underarm area and later healthcare professional reported "capsular contracture baker grade iii", "implant was manually deflated by a doctor" and "collapsed sub glandular implant capsules". This record is for the left side. Device has been explanted.